Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions for the same event. The other being (B)(4). The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device remained in the patient therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation.

Event description:
It was reported by a patient through the arthrex website that he had undergone a posterior labral tear repair procedure on (B)(6) 2016. Patient reports that an arthrex bio-composite anchor was used and left in his shoulder. It was his understanding that the device would dissolve and be absorbed by his body over a 12 - 24 month time period. Patient states he has been experiencing certain symptoms since a few months after surgery and he is questioning the possibility of an allergy or adverse physical reaction to the bio-composite. Patient reported his physical symptoms to his orthopedic surgery provider, but states he was told only that an allergic or adverse response was highly unlikely with the new bio-composite material. Patient's symptoms presented (B)(6) 2016 and have been present ever since then with waves of increased intensity. Symptoms include: constantly popping and cracking ears, light colored mucousy stools, transient tender spots on left half of torso (front, back, side, high, low), fatigue, malaise. Patient's primary care provider referred him to an allergist who performed tests for common allergens, but his body didn't indicate any allergic reaction to those allergens tested. Patient states that immune system issues have been reviewed and ruled out as well. Follow up investigation: the patient advised that his allergist ran blood work test for other allergens as they could not test for the biocomposite implant, the results were negative. An urgency care physician advised the patient's symptoms sounded like allergies and prescribed and antihistamine. Allergy testing to the implant has not been pursued as the general consensus seems to be that it is unlikely. The patient is currently taking antihistamines on a regular basis and it seems to moderate the symptoms to a point. Patient has not had any cultures done to dated. The skin and surrounding area are visually fine and have never had any issues, but the shoulder area is decently sore about 1.5 years after surgery.